Manufacturer narrative:
On 25-sep-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device extending to the posterior view and consistent with crease/fold. Leak testing was performed, according to with mentor procedure, and it revealed two (2) tears (a and b). The tear a observed within the crease/fold in the posterior view and measuring approximately less than 0.1 cm. Tear b was noted in the anterior view measuring approximately 0.2 cm. Microscopic examination was performed on tear b edges and revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. For the tear a, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 5572936 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: paresthesia, deflation, breast pain. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 250cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided paresthesia, breast pain, and deflation. The diagnosis of deflation was confirmed by a healthcare professional. The patient felt pain, burning sensation, muscle spasms in her left breast. As a result, the patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3503004bc, right serial #: (B)(4), left serial #: (B)(4) on (B)(6) 2020.